Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with right ventricular lead exhibited noise oversensed recorded as a high ventricular rate episode. On (B)(6) 2021 patient was brought to the clinic and the noise was reproducible by doing maneuvers and pocket manipulation. Programming changes were made and the noise was no longer reproduced after that. The patient was stable during and after the intervention. On (B)(6) 2021, the patient presented remotely and it was noted that right ventricular lead exhibited noise again. As the patient is asymptomatic and the ventricle is paced less than 1% of the time, no intervention was performed and the patient will be monitored.